Event description:
Allergan aesthetics received report from a coolsculpting treatment office who saw an instagram account of another treatment office where an unidentified poster alleged having developed paradoxical hyperplasia (pah).

Manufacturer narrative:
Clarification to h6: disregard e2401 and d14.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is received.

Event description:
Allergan aesthetics received report from a coolsculpting treatment office who saw an (B)(6) account of another treatment office where an unidentified poster alleged having developed paradoxical hyperplasia (pah).